Event description:
Initial calcium result 12.2 mg/dl. Same sample repeated sgave result of 7.8 mg/dl. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.